Event description:
The article, "echocardiography-guided percutaneous closure of oval-shaped secundum atrial septal defects", was reviewed. The article presented a retrospective, single center study to assess the effectiveness of non-fluoroscopic percutaneous closure for oval-shaped atrial septal defects (asds). Devices included cera asd occluder (lifetech), memopart asd occluder (lepu), and amplatzer septal occluder (abbott). The article concluded that transcatheter closure of oval-shaped asd is safe and feasible. Echocardiography is adequate for adequate operative guidance. [The primary and corresponding author was sisca natalia siagian, division of pediatric cardiology and congenital heart disease, department of cardiology and vascular medicine, national cardiovascular center harapan kita, universitas indonesia, jakarta, indonesia, with corresponding email: sisca.ped.car@gmail.com] the time frame of the study was from july 2018 to may 2023. A total of 78 patients were included in the study, of which 7 (9.9%) received an abbott device. The average age was 27.4 years and the majority gender was female. Comorbidities included murmur, failure to thrive, recurrent respiratory tract infection, shortness of breath, palpitation, chest discomfort, atrial septal defect.

Manufacturer narrative:
B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "echocardiography-guided percutaneous closure of oval-shaped secundum atrial septal defects." Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of echocardiography-guided percutaneous closure of oval-shaped secundum atrial septal defects were reported in a research article in a subject population with multiple co-morbidities including murmur, failure to thrive, recurrent respiratory tract infection, shortness of breath, palpitation, chest discomfort, atrial septal defect. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: echocardiography-guided percutaneous closure of oval-shaped secundum atrial septal defects.